Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion at l4-l5. Intra-op, while placing the interbody device at l4-l5 disc space and performing an aggressive orthogonal maneuver, the side tab of the inserter broke off and the inserter released from the interbody device. The cage was then extracted using the extractor tool and the surgeon decided to use another type of interbody cage due to the angle that the device would be placed at. The metal piece of the broken device was retrieved by suction process. No fragment of the broken device remained inside the patent. There were no patient complications reported as a result of this event.